Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a message [error 1]. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: during investigation, there was a error 1 sub code 5 (record ram list cannot be set up) that occurred immediately when the meter was powered on. The pump and the meter were unable to be paired. Certain steps were unable to be completed due to the inability to clear the error 1 sub code 5 message.